Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the infusion set's tubing came apart while the patient was walking. The site location was right side of patient's abdomen and the pump was located on the same side. The infusion had been used for two days. Reportedly, the infusions were stored at room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body no further information available.